Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event-estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant-estimated the devices remain implanted. The lot history record (lhr) for these products could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. The reported patient effects of stroke, hemorrhage, worsening mitral regurgitation, myocardial infarction, tia-transient ischemic attack and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article titled: long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the (B)(6) registry.

Event description:
This is filed to report serious adverse events. It was reported through a research article, that post mitraclip procedure, patients experienced, myocardial infarction, stroke, transient ischemic attack, bleeding complications, survived resuscitation, mitral re-intervention, recurrent mitral regurgitation, surgery, and re-hospitalization for decompensation. These events may be related to the implanted mitraclips. Details are listed in the attached article, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the (B)(6) registry. Please see article for additional information.